Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in the hospital on (B)(6) /2017 for a different issue but ended up going into diabetic ketoacidosis because the infusion set was kinked. The customer was readmitted to the hospital. The customer's blood glucose level during the incident was 300 mg/dl. The customer had symptoms such as vomiting and a headache. The customer was given an insulin drip and was in the intensive care unit status. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was off the insulin pump for less than 48 hours prior to the hospitalization. The customer will be sent three sensors. The device will not return for analysis.